Manufacturer narrative:
Reportedly there was no patient involved. This report is for an unknown screwdriver shaft/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reportedly difficult to connect and disconnect the tip of driver. It was also noted, it was easy to drop. There was no patient/procedure involvement. This report is for an unknown screwdriver shaft. This is report 1 of 1 for (B)(4).